Event description:
The customer called for assistance with the infusion set. The customer was shaky and sweaty. Suggested the customer to drink juice. Paramedics were called out. Instructed the customer to call back the help line when customer feels better to assist the customer with the infusion set.